Manufacturer narrative:
Date sent to FDA: 04/27/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/12/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and lysis of adhesions on (B)(6) 2010 during which the surgeon noted substantial amount of omentum adhesed to the underside of the mesh. Once the mesh was cleared of adhesions, the mesh was visualized. The mesh was noted to be wrinkled and hanging into the abdominal cavity. It was reported that the patient experienced severe pain, scarring, adhesions, inflammation, stress and anxiety. No additional information is provided.